Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-00795.

Event description:
The customer reported elevated, non-reproducible troponin I (access accutni) results, within the risk stratification, for two patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. This is report one of two referencing the patient on the event date noted. An initial result of 0.05 ng/ml was obtained and reported out of the laboratory. Subsequent analysis of the patient¿s sample (in duplicate), on the same instrument, recovered lower results of 0.02 ng/ml and 0.02 ng/ml. It is unknown if there was any patient consequence associated with this event. The customer has not received any reports of patient impact or change in patient treatment associated with this incident. The patient¿s sample was collected in 5 ml or 7 ml serum or plasma separator tubes and centrifuged at 3,500 rpm (rotations per minute) for eight minutes at ambient laboratory temperature. Quality control (qc) and system check were within specifications at the time of the event. The instrument was in normal operation.